Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of the same model was successfully implanted. The lead will not be returned. No additional adverse patient effects were reported.